Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 188 mg/dl at the time of the call. The customer did not mention how they treated. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as this was a past event. The customer stated the paramedics threw away their infusion set and transmitter. The customer had heart and liver failure as well. The insulin pump will not be returned for analysis.